Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported alarms, however, during testing; the ventilator failed the initial final test for non-conformance with measured o2 percentage at the pressure performance test 11. A review of the event trace revealed several "blower demand exceeded alarm" conditions preceded by alarm conditions that indicate the presence of a significant patient circuit leak. These preceding alarm conditions include "low ve alarm", "low ppeak alarm", "low peep alarm", and "high breath rate alarm" which repeatedly trigger then recover along with the "blower demand exceeded alarm" condition. The presence of a patient circuit leak in excess of the 30lpm leak compensation capabilities of the ptv ventilator can result in continuous peak blower operation while the ventilator attempts to meet the breath requirement settings of the patient. Carefusion replaced o2 blender to address the reportable issue of the o2 percentage.

Event description:
It was reported to carefusion that the ventilator was alarming for "low o2 pressure" and also alarming "blower exceeds demand". There was no report of any patient involvement or patient harm associated with this complaint.